Event description:
Patient was injected subureterically with coaptite for vesicoureteral reflex (vur). A second injection was done for vur in the six postoperative month. A third injection four months after the second injection.

Manufacturer narrative:
Patient was lost to follow up and was re-admitted to the clinic 23 months after the reimplantation with a renal ultrasonography showing high grade hydronephosis of the left kidney. Dmsa renal scintigraphy revealed a non-functional left kidney. A left uretero-renal exploration was performed and the kidney and left ureter was removed. Microscopic exam demonstrated crystalloid foreign material embedded in a fibrocollagenous tissue with scattered lymphocytes and histocytes. Coaptite is not approved for vesicoureteral reflex (vur) use in the united states. This incident occurred in other country.